Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the probe broke off at 15.5mm from the distal end. There was no scratch, which may lead to fracture, around the broken point. The shape of the fracture surface showed that a crack spread from the starting point of the fracture. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The mfg history was reviewed, with no irregularities noted. Considering the eval result of the subject device, omsc concluded that the probe broke due to the stress by touching physically something having the cracked probe. As the cause of the crack on the probe, it is possible that the user activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. The instruction manual of the subject device already warns; do not apply the probe to the tissue with strong force or no not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during total laparoscopic hysterectomy, the probe of the subject device broke and the fragment fell off into the abdominal cavity of the pt. It was when the physician did the ultrasonic incision of the uterosacral ligament and the cardinal ligament. The fragment was retrieved with forceps. The procedure was completed with another device. There was no report of pt's injury regarding this event.